Event description:
Caller reportedly tested hi and 170mg/dl within 10 minutes on the same device. Customer reports taking his medications at that time. No adverse event reported. Requested return of suspect device and replacement was sent. No quality controls were used.